Event description:
Covidien received a complaint stating to check display. Service center determined that the display had briefly shown display segments to be missing.there was no patient involved.

Manufacturer narrative:
(B)(4).covidien replaced the front pcb board.